Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that part of the distal end rubber coating (a-rubber) was missing. Additionally, the device had a leak. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, the device distal end rubber coating was coming off. There is no harm to any patient or persons.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the cause of the rubber falling off likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.